Manufacturer narrative:
The respironics service technician confirmed diagnostic codes in the code log indicating there was an occlusion detected by the ventilator which opened the safety valve. The customer performed backpressure testing on the bacteria filter as instructed by the espirit service manual. Back pressure measured 35cmh20, indicating an occluded filter. The filter was replaced, and back pressure testing was repeated. Back pressure with the replaced filter measured within specifications at 3.7cmh20. This biomed staff customer has been instructed on how to test filters per the espirit service manual.

Event description:
The customer reported the ventilator was alarming safety valve open (svo) due to an occlusion. The ventilator was in use on a patient, and there was no patient harm.